Manufacturer narrative:
The investigation could not determine a specific root cause as the data and other required information was not available from the customer. The quality control data was within the specified ranges. There was no indication of any reagent or system issue.

Event description:
The customer received questionable high free thyroxine (ft4) results, for 14 patient samples. The samples were repeated on (B)(6) 2012. Of the data provided, the results for 13 of the patient samples were discrepant. No units of measure were provided. Clarification was requested. Patient sample 1: initial result was 1.98 and the repeat result was 1.49. Patient sample 2: initial result was 1.81 and the repeat result was 1.31. Patient sample 3: initial result was 2.18 and the repeat result was 1.64. Patient sample 4: initial result was 2.07 and the repeat result was 1.44. Patient sample 5: initial result was 2.04 and the repeat result was 1.48. Patient sample 6: initial result was 1.86 and the repeat result was 1.34. Patient sample 7: initial result was 2.05 and the repeat result was 1.53. Patient sample 8: initial result was 1.96 and the repeat result was 1.41. Patient sample 9: initial result was 1.64 and the repeat result was 1.21. Patient sample 10: initial result was 1.92 and the repeat result was 1.33. Patient sample 11: initial result was 2.10 and the repeat result was 1.49. Patient sample 12: initial result was 2.00 and the repeat result was 1.40 patient sample 13: initial result was 2.12 and the repeat result was 1.51. None of the initial results were reported outside the laboratory. None of the patients were harmed or adversely affected. The ft4 reagent lot number was 168454. The expiration date was not provided.

Manufacturer narrative:
Additional information was received that the unit of measure was ng/dl.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).